Event description:
The customer reported the speaker sound is getting weak.

Manufacturer narrative:
(B)(4). The customer reported the speaker sound is getting weak. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.